Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 8f sheath prior to a cardiac ablation procedure. Reportedly, after deploying the suture, it was observed the long blue suture was frayed in the middle. The sheath was upsized and the procedure was completed. When advancing the knot, the fray in the suture made it difficult to advance the knot. Although difficult, the knot was successfully advanced and hemostasis was achieved. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to advance is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the suture was snagged and frayed during deployment. It is likely difficulty advancing the knot was incurred due to the fray. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.